Manufacturer narrative:
D3: correction. D9: date returned to manufacturer: 23-jan-2025. H3: one device was received for analysis. Visual inspection found the upstream occlusion seal was worn. Service history review did not indicate the complaint was related to a previous service of the device within the review period. The customer reported event was verified with functional testing. The faulty air in line sensor was determined to be the cause of the issue. The air detector was replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air detector was unresponsive. There was no patient involvement. The issue was discovered during testing.